Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator / touch screen fault. There was no patient involvement.